Event description:
I started opans dbs (dried blood spots) amasse testing (B)(6) 2024 this was my first false positives for methamphetamine these test continued through (B)(6) 2024 with the department of social services. Child protective services during this time I voice my concerns as I was getting tested many other places and negative, and I knew that I was clean and not even around anything, this was very concerning as I was trying to work hard to get my daughter back and my sobriety/recovery was being questioned. I shared my other negative test with the department and told him that this needs to be brought to the attention of the laboratory that there is something wrong with his test nobody would listen to me, I started paying for hair follicle test and did not even have a voice. My baby was as I was trying to get her home and worked very hard to turn my life around. Kept showing positive for methamphetamines. My hair fall test were negative my urine screens with probation and parole were negative. I went to my primary care physician to get blood work and community service board all negative test. They are continuing to use these test since (B)(6). I have finally been showing negative but every time they test me, I get scared to death and go get another test somewhere else, I know that these have problems because I have talked to other people that are having to take these test through social services and they're showing positive methamphetamines and they've never done them, but nobody wants to listen to you. Somebody has to look into these peoples freedom, children recovering and sobriety are at hand. Eventually, it will come out because so many people will voice their concerns. I just hope the truth can be revealed about these tasks before it's too late. My daughter can't come home because they're treating me like I need to have six months time when I have over that, but due to these false positives my daughter is still in foster care and I'm fighting with everything. I have to bring her home. I have every documentation you could ever need to disprove these test. Please look into this opans test. I worked for hours last night trying to file a report, but could not upload the files that I needed. I'm trying this again if I can't upload the files, please contact me and I can send them to you. I am hoping when I file this report, I can upload all the needed test if for some reason I can't like I couldn't last night please contact me and I will send them to you however needed.